Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v880220, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that from 2010 to 2012 the patient had kidney stones. Since (B)(6) 2012 when the device was implanted, the patient felt a strong current that was painful since implant. A manufacturing representative (rep) had to instruct the doctor because it was his first time. The doctor could not get the leads done right. In 2013 the patient turned off the implantable neurostimulator (ins) because it never worked. In (B)(6) 2015, the patient was feeling pain where the device was located. Further follow-up is being conducted to determine the circumstances that led to the painful stimulation, the implant not working and pain at the implant site, and to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she notified the managing physician of her issue but he did not know what would help the patient. When the patient asked if the device could be removed, the physician said he did not know. The patient did nothing different that could have led to the event. It was noted that the doctor and manufacturers' representative at the time of the implant indicated the device was not implanted right. It never worked right. The patient had to turn the device off.